Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they are hospitalized due to high blood glucose of over 600mg/dl. Customer also reported via phone call that they experienced high blood glucose level of 442mg/dl. The customer was treated with insulin pump. Customer states that they had pains in back of neck, heart racing. Customer¿s current blood glucose was 360mg/dl. Troubleshooting was performed. Drive support cap was normal. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Cannula was bent. There were no site or insulin issues. The customer was not wearing the insulin pump during the hospitalization. The product will not return for analysis.